Event description:
It was reported that the patient presented in the operating room for right ventricular lead extraction due to oversensing noted on the lead. During lead revision when using electric cautery to open the pocket, the patient went into ventricular fibrillation (vf). The physician suspected the vf was due to insulation break in the lead. The lead was explanted and replaced successfully using manual dissection. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic due to an arrhythmia. Device interrogation revealed unspecified oversensing on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.